Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with missing/invalid diagnostic data and cardiac compass data. This is a minor device memory issue causing invalid data for some arrhythmia episodes, and some cardiac compass data is missing/invalid for specific dates over 14 month trend.

Event description:
It was reported that the device experienced a memory issue, leading to invalid data on the transmitted report. Additionally, the right atrial (ra) lead exhibited high thresholds. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with missing/invalid diagnostic data and cardiac compass data. This is a minor device memory issue causing invalid data for some arrhythmia episodes, and some cardiac compass data is missing/invalid for specific dates over 14 month trend. If information is provided in the future, a supplemental report will be issued.